Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed sense b noise resulting in two inappropriate shocks. The device was deactivated and the patient was hospitalized. Boston scientific technical services (ts) was consulted and provided troubleshooting guidance. Based on troubleshooting performed the device was reactivated and reprogrammed to a different sensing vector. The device remains implanted and in service.